Manufacturer narrative:
The lead was sent to the hospital's laboratory per the hospital's protocol. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that this lead was confirmed to be fractured per x-ray and fluoroscopic imaging. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was suspected to have been fractured. Additional information indicated that patient came in for lead testing and the lead was not functioning in all vectors. The device was reprogrammed and the patient will be seen by the physician to discuss for possible lead revision. This lv lead still remains in service. No adverse patient effects were reported.